Manufacturer narrative:
(B)(6). A product investigation was completed: the shaft portion of a screw was received without the head. Due to the damage, the head not being returned, and the lack of information regarding the procedure, the exact part number cannot be determined. The screw is a 2.7mm self-tapping screw, and is possibly from part family 202.2xx. Due to the size of the screw, it is susceptible to breakage due to excessively hard bone. It is recommended that surgeons pre-drill in hard bone prior to insertion of screws. This complaint is confirmed. A visual inspection, dimensional inspection, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. It is unknown what caused the complaint condition, but it is likely that the screw was inserted into hard bone without pre-drilling. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for an unknown 2.7mm metaphyseal screw/unknown lot. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a 2.7mm metaphyseal screw popped off after the first torque when the head met the plate during a distal humerus repair. All fragments were retrieved/nothing left behind. Another set was utilized. No reported surgical delay. This report is for an unknown 2.7mm metaphyseal screw. This is report 1 of 1 for (B)(4).